Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc), but a defective printed circuit board was returned to omsc for evaluation. Omsc inspected the printed circuit board and confirmed the following; -the truetype font of the circuit board was 115. -when the board was attached to the video system center otv-s200 of olympus asset, the reported phenomenon was reproduced. -from the device inspection result provided by olympus medical systems india private limited, it was confirmed that there were no burn marks, corrosion, chemical attacks, etc. On the board. -when the appearance of the board was checked, foreign material was found on the j104 connector terminals, and the foreign material short-circuited the terminals. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by a short circuit in the connector terminals on the board. Based on the above investigation result, since the device was normal from manufacture until the reported phenomenon occurred, there is possibility that foreign material was sucked in during the process of using the device and adhered to the board so as to bring the terminals into contact with each other. Omsc have not been able to investigate the foreign material, but it is highly possible that it is conductive because of its appearance. Omsc concluded that the reported event occurred accidentally, as no same complaints had occurred in the past. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; the reported event that error e226 occurred may have been caused by a defect in the printed circuit board. No burn marks, corrosion, and chemical vapor deposition marks were found on the printed circuit board. There is possibility that the printed circuit board defect was due to quality issues with printed circuit board components. Omsi sent the defective part to omsc for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an unspecified error code was displayed indicating a malfunction of the video system center. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that when the device was connected to the olympus camera head ch-s200-xz-eb and the device was turned on, error e226 occurred. Error code e226 means that there was a communication problem between the device and the endoscope.